Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2 and h6 (component code, type of investigation, investigation findings and investigation conclusions). H11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post- procedure was confirmed with empirical evidence for the information provided. Available information suggests imaging issues and patient anatomy likely contributed to the event. As per information received the imaging during the case was difficult with combination with very low transeptal puncture resulted in a complex procedure. Additionally, it is also stated that there was poor teer windows and challenging anatomy. Since no edwards defect was identified, corrective or preventative actions are not required.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Per the report received from germany, edwards received notification of a pascal precision procedure in mitral position. On post-operative day (pod) 3, single leaflet device attachment (slda) was observed. The device had detached from the anterior mitral leaflet (aml). The patient underwent surgical intervention on pod 4.